Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the IV therapy department with an unsigned note that stated, "301". No tracking information was provided; therefore, specific pt's info, pump programming, or event details were not available. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.